Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 120 mg/dl. The customer changed their battery, but the alarm persist. Customer was advised to return their insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.